Event description:
It was reported that this left ventricular (lv) lead has high capture thresholds. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).